Manufacturer narrative:
Date of explant has been corrected.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that a surgical intervention occurred wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 1627487-2021-15607. It was reported that the patient was experiencing ineffective therapy due to high impedance. As a result, surgical intervention is pending to address the issue.